Event description:
Approximately three weeks after implantation, the site reported that the battery would not fully charge. The battery was removed from the patient and a new battery was supplied. No harm or injury to the patient was reported as a result of this incident.

Manufacturer narrative:
The battery was returned; various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Thorough external visual inspection of the battery revealed no signs of physical damage or contamination. Review of the conformance material record confirmed that the battery met all requirements for release. Functional testing revealed that the battery contained a faulty cell pair. This finding was re-assessed per our sop requirements and determined to be reportable. An internal investigation (CAPA) has been opened to address the issue.